Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported by a patient undergoing a basic evaluation (be) that they had the stimulation up and it was uncomfortable so they lowered it. The patient later reported on (B)(6) 2017 that they thought the wires moved. They stated they increased the stimulation and felt it in another area and thought they were out of place. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that serial number still remains unknown. Doctor mentioned that all the issues were stimulation related. When they spoke with patient on (B)(6) 2017, there were no more issues and they did well during the trial. Patient's weight was reported.

Manufacturer narrative:
(B)(4) were not part of the event anymore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient undergoing a basic evaluation (be) that they had the stimulation up and it was uncomfortable so they lowered it. The patient later reported on (B)(6) 2017 that they thought the wires moved. They stated they increased the stimulation and felt it in another area and thought they were out of place. There were no further complications reported/anticipated. Additional information received as healthcare professional reported that serial number still remains unknown. Doctor mentioned that all the issues were stimulation related. When they spoke with patient on (B)(6) 2017, there were no more issues and they did well during the trial. Patient's weight was reported.